Event description:
It was reported that the patient presented in clinic with a warm and swollen pacemaker pocket. After examination, a potential infection was suspected. Later, patient presented in the emergency room confirming the pocket infection, and believed to be due to the skin surface and staples. The system was explanted without complication. After patient recovered, a new system was implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.